Event description:
It was reported the patient presented for a leadless pacemaker (lp) implant. During the procedure, the lp was unable to release. Troubleshooting was completed but the lp failed to separate. The lp was explanted and exchanged. The patient was stable.

Manufacturer narrative:
Device history record was reviewed and found to be complete. The product passed all quality control tests prior to its distribution. The reported event of separation failure was not confirmed. Visual inspection found no anomaly on the helix. The inner diameter of the device docking button where the bullets on the tether interact was within specification. Further analysis performed found no anomaly.